Event description:
Physician reported left side "ruptured breast implants". Status of device is unknown.

Manufacturer narrative:
Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.